Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a loss of suction occurred during a lasik corneal flap procedure of the right eye. Reporter indicated the patient interface (pi) was exchanged and the procedure was completed.

Manufacturer narrative:
The root cause could not be identified conclusively. Without sample and logfiles the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).